Manufacturer narrative:
Conclusion and justification status: from the communicated elements, no analysis could be carried out because no sufficient information was provided (no product was returned and the batch number was not provided). Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The locking screw broke while they were using it and the small fragment of the screw were unable to find inside the patient.